Manufacturer narrative:
The reported event of charge time out was confirmed. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. The device's hv capacitors were tested in the lab and found to be normal. The device's battery was analyzed by its manufacturer and no anomalies related to charge timeout were found. The cause of the reported event could not be determined.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-93990. During a remote follow up, an alert for charge time limit reached was received from the device. A device exchange is anticipated but has not yet been performed. Additionally, technical support was contacted and confirmed the charge time limit reached notification. Technical support also noted noise resulting in oversensing on the right ventricular (rv) lead. The patient was stable and will continue being monitored.